Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0gn9v, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that she fell in the shower and hurt her sciatic nerve and now she was having sciatic nerve pain and the stim doesn¿t seem like its working just right. The patient had to keep increasing it up higher and higher and it "doesn't stay on that number". The event or symptoms occurred following a fall. The patient confirmed she will be contacting managing hcp (healthcare provider). The patient also mentioned that she was on percocet and other drugs. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.